Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's jaws did not connect and would not grab tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a robotic chole on 23-jan-2023. The issue was resolved by using a new instrument and there was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a fenestrated bipolar forceps instrument's misaligned jaws and would not grab tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.260¿ offset at the tips. Additionally, failure analysis found the instrument to have localized melting near the grip base. The instrument passed the electrical continuity test but was not tested on the in-house system due to the inability of the instrument to pass through the cannula because the grips were bent so severely. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.